Event description:
The customer alleged that he performed a control test using his contour ts system and received a result of 178 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer ended the call. No product will be returned.